Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported the trocar seal ripped and was leaking during the case. The surgeon continued to use it throughout the case. There was no consquence to the patient.